Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that patient faced an infusion set leakage event at the quick release site on 09-feb-2026. No further information is available.